Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: cosmetic (abdominoplasty). According to the reporter: two months post-operatively patient came in with puckering at incision site along the gaps along the incision. The patient may go back to the or for scar revision surgery. Allegedly, there was tissue damage and/or patient injury and/or infection.